Event description:
Procedure type: low anterior resection. According to the reporter: the pt had a leak on the posterior side of the anastomosis the day after the procedure. A diverting colostomy was set up to allow the pt to heal. The surgeon is unsure of the causes for the leak. The pt is in stable current condition.